Event description:
Patient had a port placement for chemotherapy treatments. During the procedure, at some point the guide wire sheared leaving a 17 cm piece of guide wire in the patient. The sheared portion of the guide wire was not recognized at the time or on the chest x-ray postoperatively. It was not until a subsequent CT scan that the guide wire portion was detected. The patient returned shortly after the identification of the foreign body for a successful retrieval in interventional radiology.